Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6).

Event description:
The customer observed falsely elevated potassium (k) results for two patients on an architect c16000 analyzer. The following data was provided (customer¿s reference range is 3.3-5.5 mmol/l): patient (B)(6) initial result was 8.4, repeats were 3.7 and 3.7 mmol/l. Patient (B)(6) initial result was 8.3, repeats were 5.4 and 4.3 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated potassium results generated on the architect c16000, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The customer service center specialist (csc) checked instrument logs, over the phone, and determined the bellows, bellows only (rohs), part number 2-89054-02, the likely cause. Service recommended the customer tighten the part. The tightening of the bellows, bellows only (rohs), part number 2-89054-02, resolved the issue. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the architect c16000, serial number (B)(6), was identified.